Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reporting injecting a patient with 0.4cc of juvéderm® voluma¿ xc into the the mid-mid/lateral cheek and then 0.2cc used in the mental crease. 5 months later, patient experienced swelling in cheek area with firm/palpable mass in r cheek(mid cheek, under orbital rim and then another one near her r nasal crease). Patient stated they felt pressure into right eye, and it was so firm and having trouble pulling the cheek area down. Patient was treated with doxycycline, prednisone and benadryl. Patient developed a new lump on the r mandible and was treated with claritin and flonase. A month later, patient reported an increase in pressure sensation in the r cheek/r eye and having headaches behind the eye. Also having clear drainage from the r eye. Noted that it was painful to the touch and throbbing. The lump in this area was larger on palpation and is now extending medially up to the r inferior orbital rim. Now with a new 2cm nodule on the l sub malar area as well. No changes to the lump on the r nasal crease on the r mandible. Patient was treated with doxycycline, prednisone, claritin, flonase and benadryl. Hylenex performed. All lumps are still present and unchanged, now with new lump on the l mid/upper cheek under orbital rim. Hylenex was performed (total 3x). Patient started on colchicine, clindamycin and prednisone. Symptoms are on-going.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reporting injecting a patient with 0.4cc of juvéderm® voluma¿ xc into the the mid-mid/lateral cheek and then 0.2cc used in the mental crease. 5 months later, patient experienced swelling in cheek area with firm/palpable mass in r cheek(mid cheek, under orbital rim and then another one near her r nasal crease). Patient stated they felt pressure into right eye, and it was so firm and having trouble pulling the cheek area down. Patient was treated with doxycycline, prednisone and benadryl. Patient developed a new lump on the r mandible and was treated with claritin and flonase. A month later, patient reported an increase in pressure sensation in the r cheek/r eye and having headaches behind the eye. Also having clear drainage from the r eye. Noted that it was painful to the touch and throbbing. The lump in this area was larger on palpation and is now extending medially up to the r inferior orbital rim. Now with a new 2cm nodule on the l sub malar area as well. No changes to the lump on the r nasal crease on the r mandible. Patient was treated with doxycycline, prednisone, claritin, flonase and benadryl. Hylenex performed. All lumps are still present and unchanged, now with new lump on the l mid/upper cheek under orbital rim. Hylenex was performed (total 3x). Patient started on colchicine, clindamycin and prednisone. Symptoms are on-going.